Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a purge pressure disk not being recognized alarm, which was resolved by using a new aic. There was no patient harm reported.

Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation and the device was tested. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.